Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During rotation of 320mm pre-contoured, the hex end of rod broke off remaining lodged in the expedium hex wrench. No fragments were in the patient, the tip of th rod that broke off is still lodged in hex wrench. Hex wrench and one end of the rod sent back with this form.

Manufacturer narrative:
The expedium 5.5 320mm contour cocr rod (product code:(B)(4) , lot number: unknown) and the double end rod hex wrench (product: (B)(4), lot number: x0909) were returned to the complaints handling unit (chu). The rod fragment was lodged in the end of the wrench and appeared to have been sheared off, leaving the broken surface flush with the wrench. The rod could not be separated from the wrench. The remainder of the rod was not returned. The rod fragment was submitted for fracture analysis while still lodged in the wrench. Macroscopic images of the fracture surfaces reveal plastic deformation and torsional shear markings. The plastic deformation indicates a torsional overload. This suggests the rod underwent a quasi-static overload torsional shear failure extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A hardness test could not be performed on the remaining portion of the rod. The fragment could not be dislodged from the tip of the wrench, and it is not sufficient in order to test the rod¿s hardness due to its size and the damaged surfaces. A review of the device history record (DHR) could not be performed on the expedium 5.5 320mm contour cocr rod (product code: (B)(4), lot number: unknown) as no lot number was provided. No emerging trends were found requiring further actions. The root cause of the rod breaking intra-operatively cannot be confirmed by the sample and information available. The results from fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear failure. This may have occurred by inadvertently applying excessive torque to the rod. No systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.